Event description:
It was reported that this right atrial (ra) lead was damaged during a left ventricular (lv) lead extraction procedure. Subsequently, another ra lead was implanted, and the procedure was finished successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.